Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02216.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil became stuck; therefore, it was removed. The physician then advanced another ruby coil; however, the same resistance issue occurred, and the ruby coil became stuck in the microcatheter; therefore, it was removed. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.